Event description:
During placement of a central venous catheter, part of distal end of wire fractured off, was note in subcutaneous tissue. The wire fragment was noted on x-ray and ultrasound and general surgery was consulted to remove it in the operating room. We're able to remove it with a separate incision during the same or time as the patient's neurosurgical procedure. Was disclosed to the family.